Manufacturer narrative:
Product event evaluation revealed the plate and screws failed in fatigue and are consistent with the location of non-unions of the distal femur. Device used for treatment not diagnosis. Placeholder.

Event description:
Patient was implanted with 8-hole lcp plate and screw construct for a right femur fracture on an unknown date. On an unknown date, the plate broke on approximately the third hole of the proximal shaft. Patient also had a non-union, and an unknown number of screws were reported as broken, the heads came off. It is reported that all fragments were retrieved. The total number of explanted screws is unknown. Patient was revised with an 8-hole va lcp plate and an unknown number of screws. The patient also had a dhs which is healed and remains implanted. The surgery reportedly went well. This report is for an unknown screw. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. This screw has been broken off at the neck-transition. The shaft diameter of 5.0mm, threaded head, and general configuration suggest that this is a member of the 212.2xx family of screws. If so, the calculated length of 36.8mm would suggest that this is much like a 212.212, please note that this is only an approximation. The drive has been lightly marked, consistent with use. The top of the head is covered in biomaterial but appears to be in good condition. The head radius is in good condition. There are impact-compression marks on the head thread major diameter on one side of the head. There are smaller marks approx. 180 degrees opposite. There is biomaterial at the head threads, particularly at the minor diameter. The break area, itself, is covered with biomaterial but appears to be a clean break and does not expose the drive. The shaft portion of this sample has biomaterial at the break. There is displaced material around the periphery of the break, consistent with an extraction. The remainder of the shaft threads appears to be in good condition except for an impact mark that affects two threads approx. 13mm from the tip. The flutes and tip are in good condition. The dimensions that could be checked were found to be conforming.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Actual number of screws explanted is unknown.

Event description:
This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Date of event was reported as (B)(6) 2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age: (B)(6). Dob:(B)(6) . Patient weight: (B)(6). Implant date: (B)(6) 2011.